Event description:
The complainant alleged that while treating a patient during open heart surgery, age and gender unknown, the handles would not charge up the defibrillator. The complainant was able to immediately obtain another set of handles to continue treatment. The pt subsequently expired although the complainant indicated it was not a result of the reported malfunction. The complainant has indicated that they will not be returning the handles to zoll for evaluation.